Event description:
It was reported that customer had an issue with performing a vitrectomy. Customer used two white star high speed vitrectomy cutters, but they did not aspirate. Vacuum was not constant and zero sometimes. Both cutters were properly primed and the cutter was moving all the time. The doctor managed to remove the vitreous out of the wound manually. No patient injury was reported.

Manufacturer narrative:
Inspection and analysis of the device was not performed. Device was not returned.

Manufacturer narrative:
The serial number of the suspect medical device (vitrectomy cutter) #1 is (B)(4). The serial number of the suspect medical device (vitrectomy cutter) #2 is (B)(4). Vitrectomy cutter #1 and #2 were evaluated by the manufacturer. Vitrectomy cutter #1 was tested and found to be fully functional. Aspiration path was clear. Vitrectomy cutter #2 was tested and found to be fully functional. Aspiration path was clear. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.